Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, ice connectivity could not be established and the procedure was cancelled.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One viewmate¿ z catheter interface module was received for analysis. Visual inspection of the returned module indicated signs of normal wear consistent with clinical use. No physical damage was detected to either connector end or module electrical terminals and labeling is intact and legible. The viewflex ¿cim was connected to a the viewmate z ultrasound console for evaluation. The ultrasound console failed to detect the catheter interface module, which confirms the field reported issue. Inspection of the internal components revealed both choke coils have been dislodged from their mounting provisions which resulted in an open circuit in the catheter detection circuit. The action which resulted in the internal components becoming dislodged remains unknown. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to dislodged internal components which resulted in an open electrical circuit within the catheter detection circuitry.

Manufacturer narrative:
Additional information: d4.